Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable at the time of this report. No files/logs have been returned to manufacturer for evaluation. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A site representative, x-ray technician, reported that while in a procedure, after taking 2 or 3 scans successfully, the o-arm was moved in for another spin and it became unresponsive. After a re-boot, the system returned to normal function and took the spin. Later in the procedure, when taking 2d confirmation shots, a lateral image became superimposed over a previous ap shot and rods could been seen from both the shots in a single image. The superimposed image was not transferred to pacs; the image was ¿normal¿ when it was transferred. The surgeon completed the procedure without any further problems and with diagnostic images. There was no impact to patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient information now provided. Weight was unavailable.

Manufacturer narrative:
This follow-up report is to document 2 attempts to electronically submit the initial 3500a on-time on (B)(4) 2013, however, it was acknowledged by FDA as passed on day 33, (B)(4) 2013. (B)(4).